Event description:
Customer reported an error with their continuous glucose monitor (cgm), specifically citing cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level reported. Technical support provided detailed instructions for resetting the pump, and upon following these steps, the customer successfully started a new sensor session without further error codes being displayed.